Event description:
It was reported that the locking connectors broke on two (2), size 6 cfn, cuffless fenestrated tracheostomy tubes. This was reportedly detected upon initial use on the first device and approx seven (7) to ten (10) days on the second device. It was also reported that the devices are cleaned in full strength h2o2, which is contraindicated on the device labeled instructions for use. Pt has been sent the tracheostomy tube adult home care guide and video to review and discuss with their healthcare provider(s). There was one pt involved with no reported pt compromise. The two (2) 6cfn were returned to the MFR on 5/23/97 for analysis and investigation.